Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/25/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on 05/12/2016. Calibration was not performed after experiencing inaccuracies. The dexcom g5 mobile continuous glucose monitoring system user's guide states: if the cgm values are outside the 20/20 range, calibrate again. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 06/14/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.